Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-aug-2020 to ensure the replacement products resolved the initial concern : able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter is calling on behalf of the customer. Customer is also concerned with the truemetrix meter not storing results in the memory; daughter stated that the truemetrix meter was skipping results. The customer is concerned with test results from back to back blood tests of 185 and 204 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom/living room. The test strip lot manufacturer¿s expiration date is 09/18/2021 and daughter stated test strips were opened recently, within four months. The meter memory was reviewed for previous test result history: (B)(6).